Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used for subcutaneous closure. It was also reported that there was a formation of granuloma causing inflammation. Additional information has been requested.